Manufacturer narrative:
The device was not returned for investigation and based on the information provide the cause of the bleeding cannot be determined. Hematoma and bleeding are complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs and the complication occurred 6 hours post procedure. There is no evidence of device malfunction. Surgery successfully treated the hematoma and bleeding.

Event description:
The vascade device was selected for closure and inserted into the 5f sheath. The disc was deployed, temporary hemostasis was achieved, and the sheath was removed. The key was inserted into the lock/grip and the black sleeve retracted to expose the collagen. The collagen was stripped off the wire, the disc was de-deployed and the device was removed. Final hemostasis was achieved with the device. 6 hours post procedure, the patient used the bathroom and then climbed back into bed and complained of pain in right groin area. A hematoma greater than 6cm was observed and manual pressure was applied, but the hematoma continued to grow. An ultrasound was performed and indicated active bleeding in the artery. The patient returned to operating room and surgery was performed to close the artery with a suture. The procedure was successful. Information provided on 2/6/19. Patient later passed away post-surgery because of unrelated complications.